Event description:
Early 70¿s female with new onset of chest pain. Procedure: heart cath and emergent percutaneous coronary intervention. Boston scientific emerge monorail balloon would not load onto the wire. Another used, no known harm to patient-delaymanufacturer response for catheters, transluminal coronary angioplasty, percutaneous, emerge¿ (per site reporter) will obtain.